Manufacturer narrative:
Patient weight is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6) 2011. According to the complainant, during the procedure, they attempted to deploy four bands. During first and third attempt the bands failed to deploy. When they made the second and fourth attempts two bands deployed at the same time in each attempt. The physician was satisfied with the results at this point, therefore the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.